Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they had a pocket revision in august that was ¿a nightmare for 6 months and they almost died.¿ the patient then stated that they had surgery on thursday for a third time since implant, so they were calling because they needed to find a new doctor for a second opinion and/or to establish care with another doctor. The patient stated that their doctor ¿implanted the pump in my back and it's good there and doing well but something is wrong with the doctor.¿ it was noted that the patient was tearful and escalated throughout the call. The agent provided physician listings and other resources to the patient as requested by the patient.